Event description:
It was reported that the pulse generator was in backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. The device status report would not print, the error message "operation failed" displayed, and a telemetry test also failed. The device was replaced due to unresolved backup vvi status.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri) due to normal battery depletion. After replacing the battery and downloading the product code the device functioned normally.